Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided it is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was prescribed antibiotics to treat infection and the implant remained implanted. Symptoms as a result of the event: pain, edema and inflammation.